Manufacturer narrative:
This event was reported by bsc field service. The reported healthcare facility is: (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a vela xl 4101 laser console was used in a procedure performed on (B)(6) 2021. During the procedure, the laser unit was not working, error 1319-cooling unit defective appeared on the console and the cooling unit part of the laser overheated. The procedure was not completed due to the event. The defective unit is not available for exchange and a new (loaner) device will be placed. There were no patient complications reported as a result of this event.